Event description:
During a replacement of defibrillator (ICD) all leads were capped. The two shocking leads, large patch and small patch were noted to have "insulation worn down." The two rate sensing leads, sutureless myocardial leads were noted to have "insulation discontinuity." Implanted on 10/9/91. Removed from svc on 5/9/96. In svc time was 55 months.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.